Event description:
Same case as medwatch report 2182269-2012-00062. A 6f and 8f angio-seal evolution device were deployed in bilateral femoral sites following a procedure. Twelve hrs after implantation, the 6f device released (popped), while the pt was sleeping, and manual compression was used to achieve hemostasis. Following this, the 8f evolution subsequently released (popped), and manual compression was used to achieve hemostasis again. There were no adverse complications to the pt, but hospitalization was extended. Add'l info was requested and is not available.

Manufacturer narrative:
As the product was not returned, our investigation was limited to the review of the device history record, which showed that each mfg and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info rec'd, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) cautions that if anchor fracture or embolism is suspected, the device should be examined to determine if the anchor has been withdrawn. If bleeding occurs, apply manual or mechanical pressure to the puncture site per standard procedures. If the anchor is not attached to the device, monitor the pt (for at least 24 hrs) for signs of vascular occlusion. Should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.